Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an elevator broke during a procedure. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the exodontia elevator #(B)(4) right (part# 09-0301, lot# 042310d10) showed that the tip of the elevator was fractured. The inspection history was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force during use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for this elevator states in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.